Event description:
The pt and the rn reported that the pt had blood glucose results in the 300 mg/dl range with large ketones around 11 am on august 27. The pt decided to go to the hospital, due to the issue and was admitted to the hospital with dka. The pt and nurse wanted to troubleshoot the pump with animas customer support. Animas customer support did not find any evidence of a pump malfunction.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made from pump eval. The animas customer support rep troubleshot the pump with the user and determined there was no evidence to suggest a malfunction of the pump. There were no defects found with the cartridge or infusion set. Pump settings and delivery history were reviewed with the user and confirmed as accurate.